Event description:
It was reported that this left ventricular (lv) lead exhibited gradually increasing pacing impedance. The pacing impedance reached high out of range values. The patient will be evaluated at the next scheduled follow-up and pacing configuration reprogramming is planned. The lead remains in use. No adverse patient effects were reported.